Event description:
It was reported that the customer needed assistance with programming his meter ID to his insulin pump. Customer's blood glucose level was 489 mg/dl. Customer treated with a bolus and had a fish sandwich and some orange juice. Customer is thinking that this is the reason why his blood glucose level is high. Meter was communicating with the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.